Event description:
During a total hip replacement procedure, it was reported the flexible reamer was incorrectly used. The reamer head became stuck and disconnected from the reamer shaft at the knee. It was reported the surgeon was not using the ball tip reaming rod. The surgeon cut a small opening at the knee where the reamer head and was able to retrieve the reamer head by using a ball tip reaming rod. Reamer head was successfully retrieved.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.